Event description:
"This complaint is from a literature source. The following literature cite has been reviewed kim yh, park jw, jang ys, kim ej. Minimum 30-year results of bilaterally implanted cemented and cementless total hip arthroplasty in patients younger than 50 years. J arthroplasty. 2022 nov 19:s0883-5403(22)01002-6. Doi: 10.1016/j.arth.2022.11.003. Epub ahead of print. Pmid: 36410630. Objective and methods: the purpose of this study is to document the long-term clinical results of tha with the 106 cemented charnley elite monoblock stems and 106 profile cementless femoral stems in patients <50 years of age implanted between january 4, 1990 and july 30, 1992. All patients received the duraloc 100 or 1200 series acetabular cup with an unknown poly liner assumed to be a depuy product. 34 cups required at least one acetabular screw and the manufacturer of the cement and centralizer utilized with the elite plus stem is unknown. The patients in this study were followed for a minimum of 30 years. Five patients died of causes unrelated to the surgery and/or the devices. Lot, model and catalog number are not available, but the suspected depuy device possibly associated with reported adverse events: charnley elite monoblock stem, profile femoral stem, unknown femoral head, unknown polyethylene liner, and duraloc acetabular liner. Adverse event(s) and provided interventions associated with depuy devices: radiographic results without identified treatment: 17 stems in varus/valgus alignment, unknown number of cups positioned with inclination/anteversion, 6 cups with radiographically identified acetabular osteolysis, 88 stems with radiographically identified femoral osteolysis, 32 radiolucent lines identified around the cup, 29 radiolucent lines identified around the cup, and unknown number of polyethylene liners with radiographically identified wear. Revisions: 94 cups were revised to treat osteolysis and/or aseptic loosening, 5 charnley elite stems revised to treat osteolysis and/or aseptic loosening with associated thigh pain, 4 profile stems revised to treat osteolysis and/or aseptic loosening with associated thigh pain. Patient identified results: fig. 2 and 3 pages 4-5: 61-year-old male patient with bilateral thas s/p 30 years after primary implantation; the right hip is a cementless duraloc/profile hip with radiographically identified polyethylene wear of the poly liner. The left hip is a cemented duraloc/charnley elite plus monoblock tha with radiographically identified femoral radiolucent lines and wear of the polyethylene liner. The bilateral thas were well-fixed. No treatment provided."

Manufacturer narrative:
Product complaint #: (B)(4). The device catalog number is unknown; therefore, UDI is unavailable. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information, from the author of the journal article. No further information was received. Device history lot: a manufacturing record evaluation (mre) was not possible, because the required lot code was not provided.